Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 9 - overfill alarm) occurred with multiple cartridges. Reportedly, the cartridge was filled with 270 units. The user's blood glucose level was 140 mg/dl. The user would continue to use the pump until replacement pump is received; however, it was confirmed that the user had an alternate method of insulin delivery available.